Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, expiratory pressure spikes with a rubbing sound was noted. There was no patient harm. (B)(4).

Manufacturer narrative:
No service has been requested by the hospital and the ventilator has been placed back in clinical use. No parts have reportedly been replaced. No ventilator logs have been provided. Recommendations how to handle expiratory pressure spikes have been provided to the user. The recommendations include actions such as replacement of bacteria filter types and ventilator mode changes upon recurrence. No investigation has been possible due to reasons above, therefore the root cause of the reported event has not been determined but it was most likely due to not optimal parameter settings for the actual patient condition or an increased expiratory resistance, where one possible cause is an occluded expiratory bacteria filter. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).